Manufacturer narrative:
H4: the lot was manufactured on may 2021. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink y-type cath ext set was faulty and leaked. The set was disconnected and re-tightened but still had the defect. This occurred during propofol infusion. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.